Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in-clinic for a scheduled follow-up, loss of capture and low r-waves were observed. A chest x-ray was performed which showed that the device had moved in the pocket and that the lead had dislodged. Lead was explanted and replaced without adverse event. Device was re-positioned. The patient remained stable before, during, and after the procedure.